Event description:
It was reported the patient experienced a decrease in pain relief. It was found that a catheter revision in 2009, at the spine, corrected the issue. Catheter buildup was noted on the return paperwork. The patient recovered without sequela.

Manufacturer narrative:
Device analysis was not complete as of the date of this report. A follow up report will be submitted, when device analysis is complete.